Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that when the physician was using spraying function of the device during an upper gastrointestinal endoscopy, a foreign material like lint appeared at the upper the upper left part of the screen, but disappeared soon. It did not happen again. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the device and found that the reported phenomenon could not duplicated and the white foreign matter adhering to around the outlet of the channel of the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined, because omsc could not confirm the phenomenon. Based on the results of the investigation, omsc surmised that the reported phenomenon was occurred due to the white foreign matter came off the device and was temporarily displayed in the endoscopic image.